Event description:
It was reported that the insulin pump alarmed no delivery. Customer also reported a bent cannula issue. Customer's blood glucose reading was 235 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).